Event description:
This is the first of two reports (similar product problems, same product ID, different patients). It was reported that the small filter by the burette was blocking if there's extensive blood load or sediment within the drains. Additional info was received on (B)(6) 2014 with the following: 2 out of 5 of the accurdrains had the issue but these two patients had unusually had an extremely high protein load or red blood cell count in their cerebrospinal fluid (csf) and the customer noted that whichever manufacturer drain she used, blocking off was an increased risk due to the patient's pathology/physiology. Both external ventricular drains (evd) were attached to the patients as the cns was able to flush away the blockage. There was no report of patient harm.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.